Event description:
It was reported that the patient presented in clinic for revision procedure. It was previously noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead remains implanted with a new program setting. Patient condition was stable.